Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on an unknown date, the device stopped working. The patient had left the system off for a week and wasn't able to regain power. The cause of this event was unknown. The rep attempted to restore the ins, but couldn't. No symptoms were reported. The patient was going to have a revision on (B)(6) 2020 to address this event.